Event description:
It was reported that during a laparoscopic hand assisted sigmoid colectomy, the device transected the bowel, but did not staple. Sutures were used on the colon, which took an additional twenty mins of operating time. There was no pt consequence.